Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was found to have a scratched grip tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: while loading the clip onto clip applier, the clip application failure occurred. After several tries, the nurse loaded it by hand.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the large hem-o-lok clip applier instrument clip would not come off. The procedure was completed with no reported injury.